Event description:
It has been reported to philips that the allura system would not turn. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. The fse examined the system and found that the breaker in the equipment room had tripped due the storms. As a part of repair activity, the fse had reset the breaker. After resetting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.